Manufacturer narrative:
D4: expiration date unk. H11: glare/halos are identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A consumer reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glare/halos and starburst. The lens remained implanted. Cause of event was reported as unknown. Additional information has been requested but none has been forthcoming.